Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that the guidewire became stuck while the catheter was in flower shape. It would move freely when the catheter was collapsed. They were able to remove the catheter and replaced it with a new one. No visible damage or tissue were seen. The procedure was completed successfully without patient complications. The device is not expected to be returned for analysis (disposed).